Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a change in therapy. There was a report of stimulation in an undesired location. The patient reported that they were suppose to feel the stimulation down their legs and for some reason they feel it in their ribcage. It was reported that some kids were in the house yesterday and they were wondering if they could have changed something. It was reviewed that any changes would have to be made with the patient programmer on top of the implantable neurostimulator (ins). The programmer showed that the stimulation was on with p1 at 3.40, p2 at 2.90, and p3 at 4.00. The patient reported that they have the ability to change stimulation. They attempted to increase or decrease stimulation and it was reported that it resolved the reported issue. It was reported that the patient turned stimulation down and they were no longer feeling it in the ribcage and the buzzing wasn't so strong. The patient reported that they were having issues with both knees which was a pre-existing condition. The patient didn't know what the three programs covered. It was reported that the patient feels the stimulation/buzzing in both legs. They found a spot on their right lung in (B)(6) 2015. The patient was getting an MRI for the spot on lung on (B)(6) 2016 and didn't know how to do MRI mode and wanted to make sure they set the program 1, 2, and 3 down to 0.0 volts. The patient didn't realize that they had three programs until they started looking at the patient manual and their patient programmer. It was reviewed with the patient that MRI mode turns everything off at one time and the patient didn't have to go into each program to put it in MRI mode. It was reviewed that decreasing to 0.0 volts decreases any undesirable stimulation should the patient turn themselves back on after the MRI and ramp it up to their current settings. Relevant medical history includes non-malignant pain.